Manufacturer narrative:
(B)(4): the customer reported the screen is black and makes noises in the background. There was no reported pt involvement. A philips repair technician evaluated the device and confirmed the problem. The fault was traced to a faulty power pca. Replacing the power pca resolved the problem. All performance assurance tests passed. The device was returned to the customer.

Event description:
The customer reported the screen is black and makes noises in the background. There was no reported pt involvement.